Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "plunger on the stent injector was defective" during implantation in unknown eye. Surgery completed with backup device.

Manufacturer narrative:
Device evaluation: the pmqa complaint lab received the xen injector matching the reported serial number. Visual inspection noted the needle was severely bent, damage/defect on both sides of the slider knob railing, and a gap between the case halves. Functional testing could not be performed due to the bent needle. The complainant did not report that the needle was bent, and it is unknown how it became bent; however, product handling cannot be ruled out. Since an issue with the slider having resistance/blockage was reported and the damage/defects observed along the slider path could cause a problem with actuation, the lab analysis is pending further investigation. At this time, the complaint of blocked slider can not be confirmed.

Event description:
Healthcare professional reported a xen®45 gts event described as "plunger on the stent injector was defective" during implantation in right eye. Surgery completed with backup device. Additionally reported, hcp stated "the slider had resistance or blockage" and no eye injury occurred.

Event description:
Additionally reported, hcp stated "the slider had resistance or blockage" and no injury occurred to the right eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.3., a.4., a.6., b.5.

Event description:
Healthcare professional reported a xen®45 gts event described as "plunger on the stent injector was defective" during implantation in unknown eye. Surgery completed with backup device.

Manufacturer narrative:
Device further evaluation: the damage on the case halves prevents the actuation of the injector. The incorrect removed of the locking component causes damage (protrusion) on the case halves therefore preventing the slider from actuating. Based on the preliminary evaluation and similar product complaint, this complaint is valid, but cannot be confirmed due to the product¿s manufacturing process. The type, location and protrusion of the plastic indicates the damage occurred after the product was manufactured.